Event description:
It was reported that in surgery while following the IFU, the dilator bent when the doctor tried to insert it. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).